Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleged her onetouch ultramini meter was in the incorrect date and time format. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. This complaint was classified using the customer care advocate (cca) documentation. On (B)(6) 2012 at 6:30am, the patient reported the alleged issue first began. The patient reported using self adjusting insulin (type and dose unknown) to manage her diabetes. The patient reported she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 2 hours later, she developed symptoms of "shaky and sweaty." The patient denied receiving any medication intervention in response to the alleged symptoms. During the time of troubleshooting the cca determined it was a recurring issue, and it did not occur after replacing the battery. The patient reported it was not the first time the meter had been used. However the alleged issue was resolved with training. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time issue can lead to the patient's symptoms since the date/time issue does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the mss was unable to follow up with the patient for additional information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the date/time issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.